Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was guided through the process of overriding the current process on the device. A "drain lcg" process was then completed without issue. The customer tried to load the lcg again, but they could not close the drawer. An olympus field service engineer (fse) visited the site on august 7, 2023. The fse found the bracket of the drawer was caught on an internal bearing. Adjusting the bracket resolved the issue. The software attributes were verified and the device passed an electrical safety test. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoscope reprocessor was down. The reprocessor was turned off, the acecide drawer was open without a cassette, and the machine was in "some kind of process". The drawer was unable to be closed. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the user did not properly accommodate the disinfectant bottles, and fluid leaked in the subject equipment. As a result, the user may not have completed the disinfectant preparation process. A possible cause of the locked drawer was a malfunction with the part that locks the drawer. Olympus will continue to monitor field performance for this device.